Event description:
It was reported that the ilet displayed alert 32 indicating a motor communication malfunction during a full supply change, and the user initially assembled the connector to the cartridge outside of the ilet. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alert after education and correct reassembly. Investigation included call-center troubleshooting, a dry run with the tubing disconnected and cartridge removed, and guided reinstallation of the cartridge followed by priming to confirm drops. Investigation of this case revealed that the device functioned normally during the dry run and after proper assembly, indicating user setup error related to the cartridge-connector installation rather than a hardware fault with the delivery motor communication. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.